Manufacturer narrative:
The manufacturer did not received the device for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. With the information given so far, it is not confirmed if the device implanted was a zimmer product as there is no record found of the implanted plate. Since the device is not available, no further investigation is possible. The root cause for this event cannot be identified. Should additional information become available and / or the device (s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
This complaint is from (B)(6) female patient. According to hospital records, the patient had a non-syncopal fall at her home on (B)(6) 2011 and was admitted to the hospital. An x-ray confirmed a fracture of the left femur. She underwent an open reduction and internal fixation of her left hip on (B)(6) 2011. On (B)(6) 2012, she underwent a revision surgery due to pain on her left knee. An x-ray showed a cracked femur plate.